Event description:
It was reported that upon opening the cassette box labeled 21-7302-24 with lot number 6005601, the photograph on the box displayed 21-7002-24 and contained multiple 21-7302-24 cassettes with two cassettes labeled as 21-7002-24. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. A photo of the device was however returned for analysis and the photo received indicated there was a labeling issue. The reported issue of the mixing of the component label 21-7002-24 was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.